Event description:
It was reported by service report that the top cover had a hole in it and a stain was found on the bottom side. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.